Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection procedure, there was a problem loading the device and the staple was not able to fire. The reload went on the device at the back of the surgical table but the handle of the device could not be squeezed even if the green safety button was pressed. It was to be the last firing of the case as it worked fine on the subsequent two firings. Another handle was opened and used to resolve the issue.